Event description:
It was reported that the camera head had rainbow bars, would not register, and showed error 116. The issue occurred during setup. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failed water leak test from rear cover. Based on the results of the investigation, rainbow bars do not register and error 115 was confirmed the probable cause was due to a faulty cable or connector. Additionally, the device failed the water leak test from the rear cover. However, the most probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.